Event description:
An optometrist reported pt with dry eyes at two month lasik post-operative visit. This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).